Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, device interrogation indicated the patient received several appropriate shocks due to a vt storm; however the shocks were deemed ineffective. Due to charging at maximum output several times, the device was at eol. Surgical intervention was undertaken to explant and replace the device. The patient's condition was stable.